Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that keypad button presses did not activate desired functions. He also alleged that the device had been losing its time every 3-5 days for the past few months. The pt also claimed that she had high blood glucose (bg) levels for the previous 2 weeks with positive ketones. The pt reported that the ok button felt different and was not responding correctly. He denied observing signs of structural damage to the keypad. The pt also claimed that the button was not springing back. He denied that the device was exposed to moisture. The pump's history and settings were reportedly accurate. No signs of leakage from the cartridge or tubing were observed. No associated alarms were noted in the pump's history. The pt confirmed having no signs of scar tissue. No problems with the tubing, cartridge, site, or insulin were reported. Based on the info provided, this complaint is being reported due to the following conclusion: the pt alleged that the pump was not responding properly to keypad button presses, the device was losing its time, and he developed positive ketones which meets animas' criteria for a serious injury.